Event description:
It has been reported by a dealer that the center panel hardware for a 98071 transfer bench has stripped threads and a worn on bolt that is located under the backrest. Additionally, the middle seat comes off.